Event description:
It was reported that the patient had ineffective stimulation. Diagnostics found that one lead had high impedances and the other lead had migrated. As a result, surgical intervention was undertaken on (b)(6) 2026 where the system was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.